Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. Upon examining aic, it was observed that the purge disc retainer was broken off. The cause of the issue was a broken purge retainer. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-18335.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) has a purge clip port broken. The aic was removed from service. No patient harm has been reported.